Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with recurring incontinence. The physician took the patient to surgery and used an ohmmeter to detect the source of the fluid leak in the artificial urinary sphincter (aus). The physician only replaced the component that leaks, the pressure regulating balloon. No further complications were reported.